Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system messages displayed during the phaco phase" (device displays error message). The surgeon reported sys messages displayed during the phaco phase of the combined vitrectomy/phaco procedure. The cataract was soft and the surgeon was able to complete the cataract extraction on aspiration alone. The vitrectomy was then completed. The surgery took 15-20 minutes longer than expected. After surgery the sys was rebooted and cases continued with no further issues noted. No pt injury was reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).